Event description:
It was reported that during deployment of an unspecified stent implant in the obtuse marginal, a perforation occurred. The 2.8x16mm graftmaster was successfully advanced to the target lesion and successfully deployed; however, the perforation was not fully sealed. An unspecified balloon dilatation catheter (bdc) was used to fully seal the perforation. The procedure was completed successfully and the patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.